Manufacturer narrative:
Relevant retention test strips (lot 186865-24) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.

Manufacturer narrative:
The meter was returned. The test strips were not returned. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.2 inr, donor #2 inr: 2.9 inr. Donor #1 hct: 43%, donor #2 hct: 37%. Donor #1: masterlot: 2.2 inr, donor #1: customer meter and master lot: 2.2 inr. Donor #2: masterlot: 2.9 inr, donor #2: customer meter and master lot: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. None of the customer's medications are currently known to interfere with the accuracy of the test results. The customer stated the tests were run back to back with blood obtained from the same fingerstick. Per product labeling, never perform another test using the same fingerstick. Based on a review of the meter memory, no results were found on (B)(6) 2017. Results of 6.7 inr and 4.1 inr were found on (B)(6) 2017.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer initially complained of an error message on coaguchek xs meter with serial number (B)(6). The customer then mentioned erroneous inr results. The customer does not know when the erroneous results were received. The date of an event is an approximation. The customer tested initially on the meter and received a result of 6.8 inr. The customer didn¿t think this result was correct. The customer re-tested immediately after the result of 6.8 inr and received a result of 4.1 inr. The customer used the same finger for both tests. The customer thought the result of 4.1 inr may have been correct. The customer stated he ran out of coumadin and may have taken a double dose prior to these tests. The customer went to the doctor where the same type of meter was used. A result was received and the doctor adjusted his warfarin dose based on that result; however the customer could not remember what the result was. There was no allegation that an adverse event occurred. The customer is in stable condition. The meter has never been cleaned. The customer¿s therapeutic range is 2.5 ¿ 3.5 inr. The customer has had no recent changes in his diet. The customer does not take heparin or and doesn¿t think he takes other direct thrombin inhibitors. The customer does not have antiphospholipid antibodies. The customer is on a low carb diet. The meter and test strips were requested for investigation.